Event description:
It was reported that the pusher wire fractured. The 60% stenosed target lesion was in a mildly calcified internal iliac artery. A 6mmx20cm interlock was selected for use. During procedure, the coil could not be advanced into the patient's body through microcatheter and found that the pusher wire fractured upon withdrawal. The microcatheter and fractured device were then simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A pusher wire, introducer sheath and coil were returned for this complaint. The pusher wire was inspected was found kinked. The coil was returned kinked. No more damages were found in the returned device. The proximal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The dimensional inspection of the pusher wire and main coil were within the specifications.

Event description:
It was reported that the pusher wire fractured. The 60% stenosed target lesion was in a mildly calcified internal iliac artery. A 6mmx20cm interlock was selected for use. During procedure, the coil could not be advanced into the patient's body through microcatheter and found that the pusher wire fractured upon withdrawal. The microcatheter and fractured device were then simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.